Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out-of-range (oor) impedance measurement of greater than 2500 ohms. Additionally, there was loss of capture (loc) and no sensing. The patient reported that they fell down and hurt their shoulder, and it is believed to have fractured the lead. The physician is aware of this and chose to program the device to aair and monitor for now, to avoid any surgery. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was surgically capped and abandoned. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.